Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g2, g3, g6, h2, and h10. The device was kept on the table, and how the damage to the receptacle was done is not known. When the damage was observed it was sent in for repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed as the subject device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the specific root cause of the broken receptacle for the cord could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event, the receptacle for cord on back of device is broken. There is no harm reported to any patient.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the main switch was observed to be cracked and missing the plastic cover. In addition, airflow rate is out of specification due to the air joint, scope socket, and air pump being worn out. The ac outlet is broken. The tubing is of the old type and bent. The four suction feet at the bottom have weak suction force. The main chassis and top cover are rusted inside and bottom chassis has corrosion. Everything else was functional. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.